Manufacturer narrative:
Stryker contacted the customer to request additional information on the patient. Stryker requests patient information necessary for regulatory compliance, strictly adhering to hipaa's privacy rule. No response has been received from the customer. Patient fields in which information is not provided were intentionally left blank. Stryker evaluated the customer's device and was unable to duplicate the issue but was able to verify the reported issue was logged in the device's memory. Stryker replaced the device's battery pins as a precaution. After completing other unrelated repairs, proper device operation was observed through functional and performance testing. The device was returned to the customer for use. The cause of the reported issue could not be determined.

Event description:
The customer contacted stryker to report a non-critical issue with their device. During evaluation, stryker observed in the device logs that the device shut down unexpectedly. In this state the device may not be able to deliver defibrillation therapy if it was needed. This issue is patient related; however there was no adverse event reported.